Event description:
It was reported that the ilet would not hold a charge despite a functional charger, the device displayed a 400 alert, and the patient¿s blood glucose was high, prompting transition to subcutaneous insulin via pen and shipment of a replacement device with chargers. Symptoms included hyperglycemia, polydipsia, and nausea. Outcomes included interruption of insulin delivery and use of backup insulin therapy at home. Investigation included remote review of device performance and charging status. Investigation of this case revealed a battery depletion and inability to retain charge consistent with a power subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device battery or power component failure.